Event description:
Meter name: one touch ii. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. A pt reported they were unable to obtain a blood glucose result on their meter. Their meter allegedly would only prompt not ok message. Pt was not treated. Pt has been guessing the insulin dosage. No furhter info has been reported.